Event description:
Cook ireland reported for the customer, "catheter broke." Further info requested. Per complaint form: catheter fracture 6cm away from port chamber. Retrieved by goose neck catheter through v femoralis. New port implantation. No adverse effects on the pt wer reported.

Manufacturer narrative:
(B)(4). Results and conclusion: engineering reported, "a mini port body, catheter lock and two catheter segments (6 and 30cm) were returned. No suture holes were used. Signs of a connection were found on one end of the shorter catheter segment. The opposite showed a rough (non-cut surface) and matched one end of the longer segment. No burnishing was present on the o.d of the catheter. The facing surfaces of the fracture area had a rough appearance with minimal burnishing. There did not appear to be any damage caused by a surgical instrument." Engineering stated, "surface characteristics of the fracture surface indicate that the catheter fractured due to a tensile force applied in a direction applied parallel to into longitudinal axis." Engineering stated, "this complaint will be part of an ongoing investigation into catheter fracture complaints originating in germany."